Event description:
Additional information: it was reported that the cause of the event was unknown. Additional symptoms included nausea and vomiting that began on (B)(6), 2012 as well as increased spasticity and irritability. The patient outcome was reported as non-serious illness/injury and recovered without sequelae.

Event description:
It was reported that the patient was experiencing symptoms of withdrawal on (B)(6) 2012. The patient was admitted to the hospital. The patient presented with an altered mental status, fever, and agitation. The medication in the pump was baclofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).